Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the mitraclip system instructions for use states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (equal/greater 3+) due to primary abnormality of the mitral apparatus (degenerative mr) in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported poor image resolution appears to be related to circumstances of the procedure as the tricuspid portion was hard to visualize. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed as the clip detached from one leaflet, while remaining attached to another leaflet. It was reported that this was a mitraclip procedure treating the mitral valve and the tricuspid valve. The patient presented with a tricuspid leaflet flail with possible choral rupture. The mitral valve portion was performed first. Two clips were successfully implanted in the mitral valve, reducing the mr from grade 4+ to 1-2. The tricuspid portion was the then performed. Reportedly, the imaging was poor. The mitraclip (cds0601-xtr 90328u124) grasped the septal and posterior tricuspid leaflets. Imaging was performed and the operators felt there was good leaflet insertion and clip deployment continued. Post-deployment, the tricuspid posterior leaflet detached from the clip. Another clip was successfully implanted close to the slda clip as treatment. The tricuspid regurgitation was reduced to grade 1-2. There was no adverse patient sequela. There was no clinically significant delay. No additional information was provided regarding this issue.